Manufacturer narrative:
Medical devices: ef200rf (foot control ipc, refurb): serial number ¿ (B)(4); lot number ¿ 206650463; manufactured date ¿ february 1, 2013; 510k - k081475; UDI number - (B)(4) ec300rf (console ipc, refurb): serial number ¿ (B)(4); lot number ¿ 207655266; manufacture date ¿ october 28, 2013; 510k - k081475; UDI number - (B)(4) handpiece (xom unknown drill): the customer indicated that the handpiece is still in use. It has not been returned to medtronic for evaluation. A product analysis has not been performed. Ef200rf (foot control, ipc refurb): the product analysis indicates the foot control did not make a handpiece overheat. The device came in with a worn rubber foot. The foot was replaced. The device was cleaned, repaired, and tested to manufacturing specifications. Ec300rf (console, ipc refurb): the product analysis indicates that the device was placed in burn-in for 24 hours and the reported ¿error code¿ could not be verified. The device came in with a cracked touchscreen and worn gasket. The touchscreen and gasket were replaced. The device was cleaned, repaired, and tested to manufacturing specifications.

Event description:
The customer reported that the console touchscreen was not registering and displayed error when plugged in the foot switch. When engaged, the handpiece heated up. The foot switch was replaced and the heat issue was resolved. There was no patient impact or injury.